Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a cracked return screwed connector, which would have allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed cracked component was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from an unspecified location of an oxiris set during continuous renal replacement therapy. The volume of blood loss was "minimal". There was no report of patient injury or medical intervention associated with this event. No additional information is available.